Event description:
It was reported that on the day following a successful percutaneous transluminal coronary angioplasty/stent procedure the patient complained of chest pain and returned to the catheterization lab for evaluation. Thrombus was noted, attempts to cross were unsuccessful and no further intervention was initiated. Reportedly the patient is doing fine.